Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in defect found; no chemistry observed on returned test strips. Final root cause investigation has been completed: washed strips; no chemistry observed. Note: manufacturer contacted customer on 02/05/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 20 mg/dl. The customer's expected fasting blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 20 mg/dl and 61 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).